Event description:
A 40 year old white female with a known case of mitral stenosis, post mitral valve replacement and cornary artery bypass times 1 3 months ago. Presented at the emergency room complained of shortness of breath and peripheral cyanosis. Echocardiogram revealed findings of probable valvular vegetation with the mitral valve stuck partially open. Valve replaced in or, there was extensive thrombus circumferentially around the valve but mostly affecting the leaflet that was oriented superiorly on this valve, hinge moved poorly. Pt developed progressive bleeding, no source of bleeding was grossly discovered, clinical impression was coagulopathy, significantly decreased with treatment. Pt coded on 11/09/1998 at 0001 hours.